Manufacturer narrative:
The device manufacturer date is not known. Alleged failure: the insulation of the serfas electrode has come off the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the unit could have been scrapped with another hard object or device during surgery (e.g. Cutter/shaver or bone), or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that insulation broke during procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that insulation broke during procedure. All pieces were retrieved.